Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer replaced both slides and reinstalled drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, drawer number three failed to open. The customer stated that the reported malfunction occurred when a user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.